Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant procedure, the device battery status bar was gray, and the issue persisted even after waiting 48 hours. The device was not used and there was no patient involvement.